Event description:
A female patient underwent aaa repair on (B)(6) 2007. The patient's anatomical form was suitable for endovascular repair and the procedure consisted of placement of a mainbody and two iliac leg grafts. There is no information about the initial procedure other than this. On (B)(6) 2011, emergent additional procedure was performed due to aaa rupture. The rupture was due to proximal type I endoleak, and the leak was resolved by placing another manufacturer's aortic extender. As of (B)(6) 2011, the patient is doing fine.

Manufacturer narrative:
Additional surgical procedure is addressed in the IFU. Endoleaks are addressed in the IFU. Event is still under investigation.